Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient reported they were trying to deliver a bolus, however the communicator light kept blinking blue. Patient noted that they had just charged the external devices. Agent had the patient close all apps on the handset and attempt to connect. Patient then saw that the communicator light was solid blue. Patient confirmed that they were able to connect to the pump. It was also discovered that the handset was lagging at 90%. Agent reviewed and guided the patient through clearing the data. Patient was then able to connect to the pump and deliver a bolus without any lag or issue.